Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Please note the maximum adc meter reading is 500 mg/dl, any reading above 500 mg/dl will give a "hi" reading.

Event description:
Customer reported receiving a "hi" reading from their freestyle freedom meter. Customer reported experiencing symptoms of confusion, blurred vision and incoherence. Paramedics were called and treated customer with glucose shot and juice. There was no report of diagnosis, death or permanent impairment associated with this case.